Event description:
It was reported difficult deflation was encountered during a superficial femoral angioplasty procedure. A needle was inserted percutaneously to puncture and deflate the balloon. This device has not been returned for evaluation. Therefore, no failure analysis is available. Co's attempts to gain further details regarding the circumstances of this event have been unsuccessful. Should further details become available, a supplemental medwatch report will be forwarded under the appropriate sequence number. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device and without further details about the event, co is unable to determine the exact cause for this event. Co's directions for use state: "note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50 cc syringe is recommended."